Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they encountered a sensor error message from the adc device. The customer felt hypoglycemic and lost consciousness, requiring unspecified treatment from a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported they encountered a sensor error message from the adc device. The customer felt hypoglycemic and lost consciousness, requiring unspecified treatment from a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.